Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a fast draining battery. Customer further reported that she was rushed to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids to lower her blood glucose. No hospital readings were reported. Customer refused to provided any further information and declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle freedom lite meter was reviewed and the DHR showed the freestyle freedom lite meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show if the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported being unable to test using her adc blood glucose meter due to a fast draining battery. Customer further reported that she was rushed to a hospital where she was diagnosed with hyperglycemia and treated with insulin and intravenous fluids to lower her blood glucose. No hospital readings were reported. Customer refused to provided any further information and declined to continue troubleshooting. There was no report of death or permanent injury associated with this event.